Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the g5 mobile application displayed an alert notification that the application was not working correctly and to uninstall and reinstall the application. No additional patient or event information is available. Data was provided for evaluation. The reported alert was confirmed via data. The root cause was determined to be a sql error.